Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer was "unsure" of the bg value at the time of the event. Due to the bg level the customer "passed out." Customer went to the emergency room (ER) and was treated with intravenous fluids and released from the ER the same day, (B)(6) 2026 with the issue resolved and no permanent damage. Reportedly, the customer alleged the pump miscalculated a bolus. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the low bg was due to the customer requesting and approving a large user bolus. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.